Event description:
It was reported that this patient recently had surgery and their generator was explanted. The date of surgery, if there was a replacement, and if the lead was also explanted or replaced were unknown at that time. The device has not been received by the manufacturer to date. No other relevant information has been received to date.

Manufacturer narrative:
Device available for evaluation? Corrected data: follow up report #1 inadvertently did not list that the device was available for evaluation. Event description, corrected data: follow up report #1 inadvertently did not state that the device was available for evaluation.

Event description:
The lead and generator were both returned and received into product analysis. The lead underwent product analysis and no obvious anomalies were noted. The setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, and no discontinuities were identified. Based on the findings, there is no evidence to suggest any device-related anomaly with the returned lead. The generator also underwent product analysis where communication, lead impedance and current delivered were normal for all diagnostic and interrogations performed. The device showed no signs of variation in output signal and provided the expected level of output current during a 24 hour check in simulated body temperature environment. In addition, a comprehensive automated electrical evaluation was performed and the pulse generator performed according to functional specification. There were no performance or any other type of adverse condition found with the pulse generator. Review of the data retrieved from the generator revealed no anomalies or impedance issues that indicate a device malfunction. No other relevant information has been received to date.

Event description:
It was reported that this patient would like to have their device removed due to lack of efficacy and a report worsening grand mal seizures. The doctor reported that the patient has continuing difficulty with seizure control partially due to lupus, with overall little improvement with vns adjustments to date. The device was disabled and the patient has been referred for surgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.